Event description:
Customer reported the system is displaying a fast stop switch activated message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the column lift assembly wire harness. System operates as intended. (B) (4).